Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient called the hospital and informed them about alarms on the running controller. The patient also reported discoloration of the controller and assumed that this may be related to the controller getting warm. The patient was not able to provide more information about the alarms. The hospital staff advised the patient to exchange the controller. The "old" controller will be returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of atypical alarms occurring on the system controller, and the controller becoming warmer than expected, were not confirmed. However, the reported discoloration of the controller was confirmed. A log file was extracted from the controller during testing, containing data spanning approximately 3 days ((B)(6) 2020 ¿ (B)(6) 2020 per time stamp). Atypical events and alarms were not observed throughout the log file. The returned system controller (serial number (B)(6)) was observed to have a slightly reddish tint on its user interface, faintly discoloring the controller. The controller was functionally tested and was found to perform as intended. Atypical alarms and events were unable to be reproduced throughout all testing. The root causes of the reported events were unable to be conclusively determined through this analysis. The device history records for the system controller, serial number (B)(6), were reviewed and showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook cautions "do not place the system controller on bare skin for an extended time. The system controller surface temperature can become uncomfortably warm, especially when the room temperature is above 104°f (40°c)." The heartmate 3 patient handbook instruct users on how to resolve all alarms that sound from their controller. The heartmate 3 patient handbook instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged or worn. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.